Event description:
It was reported that the patient underwent a tlif at l4-5. The patient underwent a revision surgery due to the migration of a cage. During the revision it was discovered that the bone screw had loosened. The screw was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
(B)(6).(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.